Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to high out of range pacing impedance measurements greater than 2,000 ohms. However, in unipolar configuration pacing impedance measurements were still high. The physician suspected the rv lead was fractured. Rv noise was exhibited. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.